Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Implant date was updated. The results of this investigation concluded the leaflets were without gross abnormalities, and there was pannus growth on the sewing cuff. Special stains were negative for organisms, and no acute inflammation was present. There was no evidence found to suggest the cause of the pannus formation was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the pannus formation remains unknown.

Event description:
A sjm mechanical heart valve was explanted due to pannus formation preventing adequate valve operation.